Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices (B)(4) target device gamma3 300x160mm lot# kme902513, 1320-0130 lag screw guide sleeve gamma3?, 25x245mm lot number unk, (B)(4) tissue protection sleeve, long t2 femur ?9 mm lot number unk.

Event description:
During gamma3 surgery, the sleeves could not be held firmly by the device. The lock of the device was loose.